Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of exhibited atrial oversensing resulting in inappropriate shocks. The device data was sent to rhythmcare for review. Data review determined the device inhibited therapy delivery appropriately in the ventricular tachycardia (vt) one zone, however the rhythm then accelerates. Rhythmcare provided confirmation that no oversensing was observed and that the rhythm was too fast for therapy to be diverted. Rhythmcare then recommended performing an x-ray to evaluate system integrity. This patient was subsequently hospitalized and therapy turned off until further intervention can be determined. This device remains implanted. No additional adverse patient effects were reported.